Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the alleged elevated blood glucose issue could not be verified.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer will continue to use the pump and will contact the healthcare provider to obtain alternate insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level which displayed as "high"; however a specific value was not provided. Cause of bg was unknown. Customer changed pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.